Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise recorded on the rv channel were observed. The asymptomatic patient presented to the clinic for an in-clinic evaluation after a vibratory notifier. Review of the stored electrograms indicated that the noise was first recorded on (B)(6) 2016. There were no indications that the noise was the result of emi, but rather that the deflections were the result of possible lead noise. Pacing inhibition was noted. Programming changes were made and the patient will continue to be followed closely.

Event description:
New information notes the stored nsrvo episodes from the patient¿s merlin.net device transmission were reviewed. It was discussed that the noise artifact was at times measuring greater than the amplitude of the r-waves. The physician will schedule the patient for rv lead replacement. No further information available.

Event description:
New information notes that on (B)(6)2017 the lead was capped. The patient condition was stable.